Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was unable to communicate with the scs ipg and external devices. Reportedly, the patient underwent a surgical procedure and electrocautery was used without activating the surgery mode for the scs ipg. The patient stated he could not communicate with the ipg following the procedure. A company representative met with the patient but was unable to resolve the issue with troubleshooting.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one.